Event description:
The customer reported inconsistent proficiency survey sample results for total beta human chorionic gonadotrophin (tbhcg) and dil-bhcg involving the access 2 immunoassay system. No erroneous patient results were generated. There was no patient impact associated with this event. Further review of system data revealed system check failed on (B)(6) 2014 for the unwashed portion. The customer stated quality control (qc) was within the laboratory's established limits prior to and after the event. Beckman coulter advised the customer to review any actual patient results since the date of the event for accuracy; no actual patient results have been reported. The instrument was not in operation, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) verified the mixer speed, vacuum pump pressure, luminometer dark count and drift correction factor, and ultrasonic transducer high power voltage; all results were within specifications. The fse verified the main pipettor, aspirate probe, and dispense probe volume checks were within specifications. The fse adjusted the wash arm height and replaced the precision pump seals. The fse completed the diltest diagnostic, which passed within specifications. The fse replaced the aspirate probes, mixer pinch rollers, pulleys, and the fluidics manifold. The fse completed preventive maintenance and replaced the rotors and stators on the wash and precision pumps. The fse identified a fluid leak from the precision pump which damaged the home sensor and replaced the sensor to resolve the issue. There was no report of direct contact with the fluid or adverse effect associated with the fluid leak. The fse identified the stator on the wash valve had been installed upside-down and reoriented it. The fse verified volume checks were passing within specifications. The fse completed system check, washed-only system check, and high sensitivity system check; all results passed within specifications. The fse completed a 10-replicate precision test on total bhcg. The fse verified the instrument performed to performance specifications. In conclusion, system hardware is the likely cause of the event as repairs and adjustments resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. (B)(4).